Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the pt experienced dysphagia due to protrusion of the implanted cervical plate. Revision surgery was performed to remove the plate.